Event description:
See MFR report # 3004209178201004803. The pt experienced a shocking or jolting sensation and a loss of therapeutic effect following exposure to a security gate at (B)(6). After exposure, he declined within 24 hours starting with exhaustion and advancing to difficulty walking. The device was checked and found to be off. This happened twice within the last 2 weeks. Additional info has been requested.

Manufacturer narrative:
(B)(4).